Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 5.2 was binding when pulled out. Although some medication packages in the matrix drawer below were initially suspected, they were not the cause. Further inspection revealed that the left drawer rail appeared to be bent, which was likely causing the issue. A field service engineer shut down the station, removed the drawer, verified the center divider panel and rail bearing cage were correctly installed and intact, and then replaced the drawer. The engineer reinstalled all pockets through the hardware test application and updated the drawer firmware to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.